Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The customer reported that after removing the infusion set, found that insulin in the tubing had not been going into the body and no alarm had occurred. The blood glucose reading was over 300 mg/dl. The customer experienced a headache and dry mouth. The customer reported that the drive support cap appeared normal and recessed. The customer found an air bubble in the tubing and was assisted in priming it out. No leaks were observed. The insulin was clear and the site was not sore or irritated. The settings were correct and the bolus history displayed all entries based on the customer's recollection. The customer had a bent cannula and the customer declined further troubleshooting. The customer called back with a high blood glucose of 417 mg/dl. The insulin pump passed the high pressure test. The customer was advised to contact a health care professional regarding the high blood glucose.